Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2365 on the homechoice (hc) during the initial drain, while the hp was connected. The hp stated that the lines on the current set up were not properly primed and the bags were not properly connected. The technical service representative (tsr) explained the alarm. The hp was going to disconnect and shut off the hc device. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a system error 2240, where the home patient (hp) indicated that the lines were not properly primed and bags were not properly connected. An incomplete prime is a known cause of a system error 2240 alarm. The cause for the incomplete prime and the connection issue was not determined. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. Instructions to prime the disposable set state the patient should not connect until the disposable set is fully primed and connect yourself appears on the display. The guide provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted. If additional relevant information is obtained, a supplemental report will be submitted.